Event description:
The customer reported to olympus, during preparation for use, a b30 communication error was observed on the evis exera iii bronchovideoscope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation could not be confirmed, but is likely to have occurred. The following findings were observed during the device evaluation, however are considered non-critical and therefore do not present a potential for harm: the exera ID chip had no data. A channel leak caused leak test to fail. The bending section cover (a-rubber) glue was lifted. There was a rainbow image on the scope. The bending section had deep dent/detached/charged coupled device was cut. The insertion tube had a deep dent and buckle under boot. The control body boot was received disassembled. The light guide (lg) tube was dented. The angulation was out of standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that the event occurred due to water leakage which caused electronic components to corrode/damage/break. There were also dents on insertion section and universal cord which could have damaged internal elements due to external stress causing ccd (charged coupled device) cable to break, or the breakage caused contact failure and the image became unstable. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.